Manufacturer narrative:
The reported events were insulation damage and failure to advance the stylet. As received, a complete lead was returned in one piece. The reported event of insulation damage was not confirmed. Visual inspection of the lead found no anomalies. The reported event of failure to advance the stylet was confirmed. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. The stylet could not be inserted through the connector region due to an over-torqued inner coil. The cause of the reported event of failure to advance the stylet was isolated to over-torque of the inner coil at the connector region. Electrical testing did not find any indication of conductor fractures or internal shorts. Correction: section h1 should have been "malfunction" instead of "serious injury'.

Event description:
It was reported that the patient presented for a new implant procedure due to left bundle branch area blockage. During the procedure both leads were attempted to be buried into the septum but there was a failure to advance the stylet due to possible lead damage. A separate new lead was used and implanted successfully into the deep septum. The patient was discharged.